Event description:
As reported by the edwards sales representative, following successful transcatheter aortic valve replacement (tavr) a dissection was noted upon removal of the sheath. Two covered stents were placed to repair the dissection (10 x 60 fluency stent + 8 x 60 fluency stent). The patient was hemodynamically stable throughout the procedure and a blood transfusion was not required. Additional investigation revealed the following: the peripheral access site was the left femoral artery. The minimum luminal diameter of the access site was 7.8 mm. The vessel was described as severely calcified and mildly tortuous. Per report, the sheath did not malfunction.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7 mm. In this case, the access vessel's minimum luminal diameter was 7.8 mm, and the vessels were noted to be severely calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. However, it is possible that the size of the vessel in combination with severe calcification contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.